Event description:
The clinic reported that the circumcision clamp was difficult to tighten, like maybe the threads were shredded. The baby was injured and had to be given sutures.

Manufacturer narrative:
Clamp has not been returned for eval. The age of the clamp is unk. Instructions state: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described. Prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved. Important: some bleeding may occur and/ some sutures may be required depending on the prescribed surgical technique.